Manufacturer narrative:
A supplemental MDR is being submitted due to predecontamination evaluation findings of the returned device. Sections: b5, g3, g6, h2, h3, h6 device codes, type of investigation, investigation findings, investigation conclusions have been updated.

Event description:
Additional information: the device was received for evaluation. The pre decontamination evaluation determined, radial and longitudinal burst on balloon, and balloon bunched distally was observed. In addition, pieces of balloon material appear to be missing. The edwards lifesciences field clinical specialist clarified the missing balloon pieces were from when the catheter was trying to be pulled out of the sheath. The balloon fragments were seen outside of the body after the device was removed from the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: there is a kink on proximal balloon shaft, likely due to returned packaging. A radial and longitudinal burst on inflation balloon was observed and the balloon is bunched distally. Pieces of inflation balloon material appear to be missing. Dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met the specification. Imagery was provided for review. The following was observed regarding the device imagery provided. Delivery system showed radial and longitudinal balloon burst, with distal balloon umbrellaed toward nose tip, and curvature on guidewire lumen at balloon spring. Patient imagery 3 mensio showed calcification in patient landing zone and tortuosity in patient access vasculature. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as 3mensio imagery review revealed calcification within the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the event as evaluation of the returned device confirmed a radial and longitudinal balloon burst. As the balloon burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath, which could have led to the reported withdrawal difficulty. The system components separate during use was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal difficulty and device manipulation) likely contributed to the event as evaluation of the returned devices showed the balloon bunched distally, confirmed a missing piece of the balloon material, and showed partial liner delamination and liner bunching at the distal end of the associated sheath, supporting the reported withdrawal difficulty. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an implant of a 26mm sapien 3 ultra resilia valve in the aortic position. The patient had a previous 25mm freestyle aortic root. When inflating the 26mm sapien 3 ultra resilia valve, the 26mm commander delivery system balloon ruptured. There were withdrawal difficulties with the delivery system through the 14f esheath plus. The decision was made to remove the entire system as a unit. A second 14f esheath was inserted, and a non-compliant balloon was used to post dilate the valve since the valve deployment did not get to nominal. The patient was alive at the end of the procedure.